Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge change error messages with multiple cartridges. Blood glucose level was 168 mg/dl. Reportedly, the customer refilled a previously used cartridge and resumed insulin delivery. In addition, the customer had manual injections and an insulin pen as alternate insulin therapy.